Event description:
A report was received that the patient is having difficulty charging her implant. An x-ray was taken which revealed that the patient's ipg is turned inside the pocket. The patient's pocket was revised in 2009. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.